Event description:
The pt had chronic upper abdominal pain. There was inflammation along the tubing. There is a possible recall on this product. The surgeon had a discussion with the doctor at ethicon, who is the medical director. Several scenarios were discussed. The health professional stated that the ethicon-endo representative requested that the removed part may be a part of a recall process and requested its return for engineering evaluation.